Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that it shut off and the patient can't start it. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the first time that the ins shut off was in (B)(6) 2018. The patient had gone up to their camper for 3 weeks and forgot the bag with all their external equipment at home. When the patient got home, the ins was dead. The patient was able to get it started, but it stopped again in (B)(6) 2018. It was reported that the patient is now having a lot of pain at the ins site. No further complications are anticipated.